Event description:
Healthcare professional reported left side pain and rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, broken, black particle in the shell missing and underweight. A microscopic analysis was performed which identify, a broken sharp in the posterior. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a broken sharp in the posterior side assessed, as unidentified (tear) broken. Missing piece of the shell assessed, inconclusive.

Event description:
Healthcare professional reported, left side pain and rupture. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side pain and rupture. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.4., h.4.